Event description:
It was reported that the crosssail was used in a mildly tortuous, concentric, non-calcified cto lesion in the lad. The balloon ruptured on the second inflation to 10 atm. A dissection occurred and another coronary dilatation catheter was used to treat the dissection, and the procedure went well. The patient is in good condition.